Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, when connected to the otv-s400, there was no camera image. This was found to be caused by a faulty camera cable. A known good camera cable was fitted to the device and the device passed all tests in accordance with the original equipment manufacturer technical manual. Externally the device coupler is rusted and the focus ring is stiff. Internally the device is in good condition. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device yielded no image. There is no reported harm to any patient.